Manufacturer narrative:
The automated impella controller (aic) data logs and console were returned for evaluation and analysis. Data analysis of the console logs was consistent with the reported complaint. Multiple instances of purge fluid were not detected. Errors were observed in the imc logs. Rtlog data showed that just a couple seconds before one of the purge fluids not detected errors, the purge pressure peaked at less than 15mmhg, which is very low. Device analysis, the console was tested after arriving in field service. No purge cassette issues were able to be reproduced. The purge disc retainer/flag were examined but no issues were found. Console was able to detect the purge cassette and purge fluid without any issues. Product history review as completed and not action was required as a result of this review. In conclusion, the root cause of the reported purge cassette issue could not be determined due to the inability to reproduce. Purge pressure was very low which could be indicative of a kink in the purge line or a possible leak but no there was no conclusive evidence. Console operated as intended while testing.

Event description:
The complainant reported the automated impella controller (aic) would not be operational with purge cassettes. Further details are unknown. However, it was indicated the complaint is not related to a clinical procedure. Thus, no patient involvement.